Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon found the clips would not fully close. The surgeon completed the case with another clip applier. There was no consequence to the pt.